Manufacturer narrative:
Classification: product use attributes, subclass: lack of effect, sample status: not requested root cause: pfizer (city name) quality operations could not conclusively determine a root cause for the reported defect to be related to the (city name) production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of each finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. A review of manufacturing deviations indicated that there was an oos for water absorption stability testing with two batches of compressed gelfoam sponge. Because the gelfoam reported in this complaint was not identified by batch number, it could not be determined if the batch was the compressed form. Based on the results of an investigation into the oos, the stability limits for compressed sponge will be changed from nlt 35x its weight in water to "report results". The current relationship between compressed and uncompressed water absorption delineated in the failures noted in the investigation has been deemed by the FDA to be acceptable for continued distribution. Product labeling includes the warning, "gelfoam sterile sponge is not intended as a substitute for meticulous surgical technique and the proper application of ligatures, or other conventional procedures for hemostasis." It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (city name) site. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retain

Event description:
It doesn't work, doesn't cause good hemostasis [device ineffective] , . Case narrative:this is a spontaneous report from a pfizer sponsored program flostat research. A contactable physician reported for a male patient of an unspecified age started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date at unknown dose and frequency for haemostasis. The patient medical history and concomitant medications were not reported. The reporter stated: "I gave up on gelfoam. It doesn't work, doesn't cause good hemostasis" on an unspecified date with outcome of unknown. The action taken in response to the event for absorbable gelatin was unknown. Product quality complaints investigation results were as follows: classification: product use attributes, subclass: lack of effect, sample status: not requested. Root cause: pfizer (city name) quality operations could not conclusively determine a root cause for the reported defect to be related to the (city name) production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of each finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. A review of manufacturing deviations indicated that there was an oos for water absorption stability testing with two batches of compressed gelfoam sponge. Because the gelfoam reported in this complaint was not identified by batch number, it could not be determined if the batch was the compressed form. Based on the results of an investigation into the oos, the stability limits for compressed sponge will be changed from nlt 35x its weight in water to "report results". The current relationship between compressed and uncompressed water absorption delineated in the failures noted in the investigation has been deemed by the FDA to be acceptable for continued distribution. Product labeling includes the warning, "gelfoam sterile sponge is not intended as a substitute for meticulous surgical technique and the proper application of ligatures, or other conventional procedures for hemostasis." It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (city name) site. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects pgs (city name) complaint investigation final report page 4 of 4 reference no: # observed. As a result of a stability oos analytical result for the gelfoam compressed sponge form, a PMA supplement was submitted to the FDA and the stability limits were changed from nlt 35x its weight in water to "report results". This was deemed acceptable for continued distribution. Therefore, no corrective actions were identified as a direct result of this complaint investigation. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction. Follow-up (27apr2016) this follow-up report is being submitted to amend previously reported information; event data amended. Follow-up (08jun2016): follow-up attempts are completed. No further information is expected. Follow-up (28apr2018): this is a follow-up spontaneous report received from a product quality complaint group. New information included: product quality investigation results. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: this is a consumer report, and reported event coded as "device ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation., comment: this is a consumer report, and reported event coded as "device ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation.